Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The customer had been testing at the doctor's office and at the same time testing with her meter. She had multiple results from the meter between 4.0-4.5 inr and a second test result with in an hour at the doctor's office in the range of 2.0-3.0 inr. On (B)(6) 2018, the laboratory result was 2.5 inr and the meter result at 11:27 am was 3.4 inr. On (B)(6) 2018, the result at 2:33 pm from the meter was 4.1 inr and the laboratory result at 2:30 pm was 2.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, took no heparin, no direct thrombin inhibitors, had no change to coumadin dose, no new medications, no diet change, and no illness. The customer had normal bleeding/bruising but no treatment was needed. The suspect meter and strips were returned for investigation and tested with qc material. Testing results: qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.